Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had shorter than expected battery life. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm. There was no serious injury associated with this complaint.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12-jul-2018 with the following findings: a review of the black box showed multiple call service 128 post-delivery motor power supply fault alarms. No evidence of a short battery life was observed. Unrelated to the original complaint, the battery compartment was cracked below the grip pad. Evidence of moisture was observed in the battery canister with a leak. The returned battery cap was undamaged and able to fit. The ez-prime steps were performed correctly and all currents read within specifications. The alleged short battery life complaint was unable to be duplicated during testing. The pump cover was removed to find no further moisture ingress or any intermittent conditions to the printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.